Manufacturer narrative:
The baxter technician found the correct board needed to be ordered and replaced. Per the hillrom user manual, warning: the bed exit system is not intended as a substitute for good nursing practices. The bed ex system must be used in conjunction with a sound risk assessment and protocol. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Provided part number 158590 for correct board to resolve the reported event. Based on this information, no further action is required. If any further information is received, the record will be reassessed.

Event description:
Baxter received a report from a baxter technician to report the reconditioned totalcare bed can set the bed exit but doesn't alarm if patient gets out of bed. The bed was located at the account. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.